Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Outer gasket the analysis results found that the 23nbs device was returned in good condition. Upon visual inspection, the outer gasket from the device was observed to be torn; this condition contributed to air leak. No conclusion could be reached as to what may have caused the damage at the outer gasket. The batch record was reviewed and no anomalies were noted during the manufacturing process. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that during a lap unknown procedure, air leaked during the operation. Another device was used to complete the case. There were no adverse consequences to the patient.